Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, during a revision procedure on (B)(6) 2024 (related manufacturer reference number: (B)(4)) wherein the ipg was placed into surgery mode, the ipg became unable to communicate with external devices. As a result, the ipg was explanted and replaced intraoperatively to address the issue.